Manufacturer narrative:
After battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test,rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 25 due to display anomaly. Unit received missing display window cover, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed power system error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump continued to alarm without stopping for longer than 15 minutes and the alarm was unable to be cleared. The insulin pump will be returned for analysis.